Event description:
It was reported that there was a frequent display of low pressure. The pressure issue was unknown, and an upstream occlusion sensor alarm was occurring. The fault occurred during infusion. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No physical damaged was found on the device. Functional testing performed. As a result of checking the event history log, it could not confirm that there was a record of the related customer reported issue. However, it confirmed that there was a record of the upstream occlusion alarm that occurred on 20-sep-2024. The customer's reported issue was not reproducible, and the cause could not be determined. Preventively, the upstream occlusion sensor was replaced. Device passed all functional testing afterward. In checking the service history review records, there have been 2 repair requests before; however, they have nothing to do with this event. The most recent and last repair request was on (B)(6) 2024.